Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the device was unable to fire even after pressing the green button and squeezing handle. No staple came out. There was no patient involvement.